Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that devices shut down during patient transport or when channel error or channel disconnect occurs. The issue was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.